Event description:
Customer reported that during a surgical procedure, with patient in the room, the physician scratched his arm against a thin metal cover that was sticking out of the joint of the spring arm. The procedure was unaffected and the physician did not need further medical attention during or after event took place. The reported incident had no adverse effect to patient treatment. (B)(4). Please refer MFR report # 9710055-2013-00046.